Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported event. At this time, no additional information was available, additional information regarding the pt and the device has been requested.

Event description:
(B)(4). Summary: the authors represent an extended follow-up of 20 pts with treatment-resistant depression who received deep brain stimulation (dbs) to the subcallosal cingulate gyrus (brodmann's area 25) between (B)(6) 2003 and (B)(6) 2006. After an initial 12-month study of dbs, pts were seen annually and at a last follow-up visit (between (B)(6) and (B)(6) 2009) to assess depression severity, functional outcomes, and adverse events. There were 9 male pts and 11 female pts. Functional impairment in the areas of physical health and social functioning progressively improved up to the last follow-up visit and in general, pts required less medication after dbs implantation. Reportable event: the authors reported that one pt had a hardware infection in the first 3 months after surgery. This complication was related to technical factors, including externalization of electrodes. The hardware was removed after 6 months and was not reinserted.